Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 500mg/dl at the time of the call. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube lip and cracked belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.